Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The hcp had not assessed the patient's device and the cause of the implant issues was not determined. It was unknown whether any actions have been taken to resolve the patient's pain and whether it had resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in a car accident last thursday and woke up friday morning with their right leg hurting. The patient stated that it hurt ¿in the front near the thigh¿ and it hurt to walk. The issue was reported as a sudden change. The patient had not tried turning the ins down/off to see if it helped with the pain. Troubleshooting could not be performed because the patient was driving and could not use the programmer. The patient was going to follow up with their managing healthcare professional (hcp) regarding the pain issue and to have their implanted device system checked. There were no further complications reported or anticipated.